Event description:
Rv threshold is listed as high, device appears to be oversensing on the right atrial lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).